Event description:
(B)(4). It was reported post a stenting treatment procedure, restenosis occurred. (B)(6) 2011 - as part of a staged procedure, a 90% stenosed target lesion located in the mildly tortuous and mildly calcified left anterior descending artery was treated with placement of a 2.75x20mm taxus element stent. (B)(6) 2011 - diagnostic angiography revealed in-stent restenosis of 2.75x20mm taxus element stent placed in (B)(6) 2011. This was treated with angiography without revascularization. The patient was scheduled to undergo coronary artery bypass graft procedure in (B)(6) 2011. Patient's condition is considered stable while waiting for surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient underwent a coronary artery bypass graft procedure on an unknown date and is recovering.

Manufacturer narrative:
(B)(6). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).